Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement gradually increased, ultimately measuring greater than 2,000 ohms in unipolar and bipolar configurations. Threshold and sensing measurements remained unchanged. The device system would continue to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.